Manufacturer narrative:
Siemens service went on site and performed a total service call including checks of acid, base and wash solution dispenses and aspirations. A total system decontamination was performed. No issues were identified. Based on an internal investigation, siemens issued an urgent medical device correction ((B)(4)) to customers in the united states and an urgent field safety notice ((B)(4)) to customers outside the united states informing customers of the system to system bias. Customers may continue to use the advia centaur tni-ultra assay to report patient results on the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Values within the 99th percentile range of 0.02 to 0.06 ng/ml (ug/l) are interchangeable for serial measurement between the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Customers should consider that values significantly greater than the 99th percentile will show differences between the advia centaur cp and advia centaur/advia centaur xp/advia centaur xpt systems and should consider this difference when interpreting the results. These communications apply to all kit lots until the issue is resolved and a follow-up communication is issued.

Event description:
Customer noticed that lower quality control results and patient values on the advia centaur cp troponin-ultra (tni-ultra) assay than those generated on the advia centaur xp troponin-ultra (tni-ultra) assay in the main laboratory. There are no reports that treatment was altered or prescribed based on the lower results generated with the advia centaur cp tni-ultra assay.